Event description:
Dexcom g7 cgm (continuous glucose monitor) sensor failures. I have had high number of g7 failed to function before the expiration date. The g7 is specified to have a service life of 10 days plus additional 12-hour grace period before needing to be replaced. I have had many failed well before the expiration date. So far dexcom replaced the failed sensors. But it has been a serious issue because at times I may not have access to a replacement sensor. Also there is no warning, it just stops reading blood glucose. This is unacceptable as dexcom advertise the g7 as no longer needing to do finger pricks. Bg level is critical for diabetic management.